Event description:
The caller reported that an unnecessary auto-correction bolus of insulin was delivered, causing their blood glucose level to drop to 2.5 mmol/l. There was an adverse impact on the customer's blood glucose level as it fell below the normal range. The customer addressed the issue by consuming carbohydrates, and there was no need for assistance from others. Technical support advised the caller to always follow prompts on the pump screen to prevent similar incidents and recommended monitoring blood glucose levels, as well as following up with a healthcare professional if needed.